Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m311 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for investigation the complaint kit and smart card were not returned for evaluation. A review of the customer provided photograph verifies the tubing leak at the bond between the saline spike chamber and tubing. A material trace of the spike chamber assembly and tubing used to build lot m311 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A potential cause of a tubing leak at the location of the spike chamber and tubing is due to insufficient bond between the tubing and spike chamber port; however, this could not be determined based on the photographs provided. The root cause for the tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) on (B)(6) 2024

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak between the saline drip chamber and tubing segment after 862 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the kit return was declined. The customer returned photographs for investigation.